Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose reading was 575 mg/dl. The customer recently had open heart surgery. The customer treated with the insulin pump. The customer was wearing the device at the time of admission. The cause was diabetic ketoacidosis. The caller performed most troubleshooting and did not find any problems. The customer was sent tubing clamps and was advised to call back to perform the high pressure test. The customer stated the insulin pump was operational. Nothing was replaced or returned for analysis.